Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram every fifth day and route not reported) and fortum (1 gram per day and route not reported) for peritonitis. On an unreported date, the patient's fluid was clear and the patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.